Manufacturer narrative:
During inspection of occlusion mechanism for burrs, field service representative (fsr) found none. The fsr cleaned grease off threaded shaft and inside occlusion mechanism threads. He discovered a yellow sticky residue remained that could possibly account for the occlusion knob sticking thereby breaking the plastic tongue when attempting to turn occlusion knob. The fsr replaced the pump tongue and unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he occluded the roller pump to check roller to roller tolerance. After inspecting roller to roller tolerance, fsr occluded to the maximum and proceeded with the pm. After approximately one half hour, the fsr returned to the roller pump and attempted to turn occlusion knob and the pump tongue cracked. Since the event occurred during preventative maintenance, there was no patient involvement.